Event description:
The device reportedly had a dead battery when used to treat a pt. A backup device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.